Manufacturer narrative:
Follow-up from 02-jul-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme bleeding and cramping she double over in pain. The devices were removed in the same year of insertion. These events, interpreted as genital bleeding and lower abdominal pain, were considered serious as medically significant and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur; in this case considering the close temporal relation between the reported events and essure procedure and in the lack of alternative explanation, causality cannot be excluded. This case was regarded as incident since device removal was reported (implying surgical intervention) the product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5038869) in united states on (B)(6)2015 who had essure (fallopian tube occlusion insert) inserted. Consumer reported that her doctor recommended the essure permanent birth control implants in lieu of the tubal ligation that she originally asked for. Ever since, she has been to the hospital multiple times with extreme bleeding, cramping and doubled over in pain. She had the essure removed in 2012 but states that the damage was done and the problems continued. She is having a hysterectomy next month because of essure. Follow up (B)(6) 2015: ptc investigation results were provided. Ptc global number: 2015-008874 final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme bleeding and cramping she double over in pain. The devices were removed in the same year of insertion. These events, interpreted as genital bleeding and lower abdominal pain, were considered serious as medically significant and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur; in this case considering the close temporal relation between the reported events and essure procedure and in the lack of alternative explanation, causality cannot be excluded. This case was regarded as incident since device removal was reported (implying surgical intervention) the product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.